Event description:
Device 3 of 3. Reference MFR reports: 1627487-2012-02160 and 1627487-2012-02162. It was reported the pt experiences pocket heating when recharging both of his ipgs. He stated the issue was more of a warming sensation than hot to the touch. No further info is available at this time. On (B)(6) 2012 st jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.